Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cyst, wound infection, skin reaction, rupture symptomatic. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent breast augmentation revision with a 450cc mentor memorygel breast implant on the left side, suffered black and blue breast, leaking cyst with the cells, infection, cystitis, dermatitis, pus coming out and also implant deflation, post-operatively. The patient also experienced pain, was told to have fluid around their breast, was admitted and their breast became protruded and was bigger. The patient also added that it looked like they had lesions around the color of black, blue, and red and was also given bacterium pill and was put on IV antibiotic. The patient also believed that it was bacteria and they were given motrin for pain and finally underwent implant explantation on (B)(6) 2019.